Event description:
The customer reported that the sling bar's bolt broke while the patient was being lifted. It was also reported that the patient fell but the fall did not result in an injury. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The universal sling bar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release. As stated in the universal sling bar 450 qrh instruction for use (7en160185 rev. 5), care and maintenance section: a periodic inspection of universal sling bars should be carried out at least once a year. When performing periodic inspection this component shall be tested by rotating the sling bar. If any abnormal movement is detected, the lift will not pass the periodic inspection. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hill-rom and using original liko spare parts. The periodic inspection for liko mobile lifts (3en371001 rev 5), section 6 states the following: slingbar check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. The customer did not provide the serial number of the device involved; therefore, a search of hillrom preventive maintenance record could not be conducted. It is unknown if the customer performs their own preventative maintenance. The hrc technician confirmed the customer is in the process of upgrading all older sling bars to the newest model, therefore, a repair of the device is not anticipated. In this event there was no report of patient or caregiver injury. Based on the reported sequence of events, the reported malfunction was likely due to a frequent and uneven loading of the sling bar by the end user. If a similar malfunction were to recur, it could cause or contribute to a serious injury or death.